Manufacturer narrative:
Received the actual device. The customer's complaint that the device has an abnormal odor of smoke or something burnt was confirmed. The device fails to power on correctly in ac and dc power modes and smells of heavy smoke and burnt components. Inspected each assembly for damaged due to overheated or shorting out. Replaced the main power supply, central processing unit (cpu) printed wiring assembly (pwa), mechanism driver cable, mechanism driver board printed wiring assembly (pwa), app printed wiring assembly (pwa) and pressure detector sensor. Calibrated mechanism. Mechanism passed calibration. Device passed self-test. The probable cause for the customer's complaint of smoke or abnormal odor is burnt components such as the main power supply, central processing unit (cpu), mechanism driver cable, mechanism driver board, app printed wiring assembly (pwa) and pressure detector sensor.

Event description:
The event involved a plum 360 pump where the nurses reported "smoke coming out of the device". A technician took the battery out and the device was sent it out for repair. There was no damaged to the ac power cord and no exposed bare wires noted. There was no patient involvement and no human harm.

Manufacturer narrative:
Received the actual device. The customer's complaint that the device has an abnormal odor of smoke or something burnt was confirmed. The device fails to power on correctly in ac and dc power modes and smells of heavy smoke and burnt components. Inspected each assembly for damaged due to overheated or shorting out. Replaced the main power supply, central processing unit (cpu) printed wiring assembly (pwa), mechanism driver cable, mechanism driver board printed wiring assembly (pwa), app printed wiring assembly (pwa) and pressure detector sensor. Calibrated mechanism. Mechanism passed calibration. Device passed self-test. The probable cause for the customer's complaint of smoke or abnormal odor is burnt components such as the main power supply, central processing unit (cpu), mechanism driver cable, mechanism driver board, app printed wiring assembly (pwa) and pressure detector sensor.

Event description:
The event involved a plum 360 pump where the nurses reported "smoke coming out of the device". A technician took the battery out and the device was sent it out for repair. There was no damaged to the ac power cord and no exposed bare wires noted. There was no patient involvement and no human harm.